Event description:
It was reported that during a lap rectum adenocarcinoma resection procedure, the surgeon placed the device on the patient. After a few minutes the device bursted and pneumoperitoneum was lost. Surgeon placed a second one and had the same problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.